Manufacturer narrative:
Concomitant medications: patient medications include aspirin, avodart, clopidogrel, levothyroxine, metoprolol, pantoprazole, simvastatin, tramadol, and norco. A of the manufacturing paperwork verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2014, a computed tomography scan revealed an indeterminate endoleak contributing to aneurysmal growth (amount unknown). On (B)(6) 2014, an angiogram confirmed a proximal type I endoleak. The physician did not indicate what may have caused the endoleak. On the same day, the patient was implanted with an aortic extender component to treat the type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.